Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, the customer removed the cartridge and reloaded it to resolve the issue. Blood glucose level was 260mg/dl.